Manufacturer narrative:
Continuation of medical devices: dtba1d1 crtd implanted (B)(6) 2013.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.